Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: is the device available for analysis? Is replacement required? Surgeon name? How was the procedure completed? At what firing did the clip not form? Did the clip fall off the tissue? If so how was the clip retrieved? Account responded stating that the device is available for analysis. Additionally, a second device was pulled to complete the procedure with no patient consequence.

Event description:
Per maude event report form #mw5037563.